Event description:
It was reported by service report that during preventative maintenance the bed was found to have a cracked footboard control module. No adverse consequences have been reported.

Manufacturer narrative:
Result: foot board module, replacement foot board module has been ordered for repair and replacement of the cracked module.